Manufacturer narrative:
The biomedical engineer reported that a patient recently experienced d-fib, but for some unknown reason, the bedside monitor did not alarm audibly or visually. They attempted to review the data from the bedside monitor, and they were unable to locate any notification of the d-fib. The event occurred on (B)(6) 2021 @ 03:18pm which is well past the 120 hour limit of data the central nurse's station (cns) is able to store before old information is overwritten. The bedside monitor was being monitored on the cns. After providing the biomed with this information, nihon kohden technical support (tech support) requested that they attempt to obtain the log files from the bedside monitor. There was no harm reported. Attempt #1: on 07/30/2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided some of the patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the csm-1901a bedside monitor, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: on 7/30/2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided some of the patient information but no additional device information. Central nurse's station: model: ni; sn: ni.

Event description:
The biomedical engineer reported that a patient recently experienced d-fib, but for some unknown reason, the bedside monitor did not alarm audibly or visually. They attempted to review the data from the bedside monitor, and they were unable to locate any notification of the d-fib. The event occurred on (B)(6) 2021 @ 03:18pm which is well past the 120 hour limit of data the central nurse's station (cns) is able to store before old information is overwritten. The bedside monitor was being monitored on the cns. After providing the biomed with this information, nihon kohden technical support (tech support) requested that they attempt to obtain the log files from the bedside monitor. There was no harm reported.